Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown x3 polyethylene 15. Other devices listed in this report: cat # unk, lot # unk, description: unknown, unknown nrg femur #5; cat # unk, lot # unk, description: unknown, unknown tibial tray 5; cat # unk, lot # unk, description: unknown, unknown patella #5. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that there was a periprosthetic joint infection. Revised in two stages.